Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, critical lows and stock outs were failed to print. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system critical lows and stock outs was not printing. The technical support specialist dialed into the server and checked the server site for the scheduled report history, finding no issues on the server site. The tss also reviewed the report logs and discovered no problems there either. Upon checking the printing history on the control panel, the tss identified a significant backlog in the printer history. Subsequently, the tss applied the knowledge article "stock out bulletins not printing" and deleted the backlogs from the printer spooling, thereby resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, critical lows and stock outs were failed to print. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.